Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump experienced electrostatic discharge. The batttery was removed for 24 hours but upon insertion the buttons on the insulin pump were still not responding well. Blood glucose reading was normal and no medical treatment was required. Nothing further reported.